Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing and a change in morphology resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare provided further troubleshooting options. The device was reprogrammed to the alternate vector with two times gain. This device remains in service. No adverse patient effects were reported.